Event description:
Healthcare professional reported right side "breast with adverse reactions", " per MRI implants demonstrate multiple foci of subcapsular abnormal areas, consistent with intracapsular rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as fold flaw opening and missing assessed as inconclusive. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "breast with adverse reactions", " per MRI implants demonstrate multiple foci of subcapsular abnormal areas, consistent with intracapsular rupture." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.